Event description:
A corrected report for an advia centaur ca pt result had to be issued to the physician as a result of operator error. A technician noticed that their quality control results for the advia centaur bnp and troponin ultra assays were all zeros. Upon further investigation, the technician realized she had placed the acid bulk bottle on the advia centaur in the wash 1 solution bulk bottle position. There was no report of adverse health consequences due to the incorrect ca results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to operator error (the acid bulk bottle was installed on the advia centaur system in the wash 1 solution bulk bottle position). The error was detected because the quality controls for two other assays were zero's when they should have read values. A siemens field service engineer (fse) contacted the customer site and directed the technician to remove the wash 1 reservoir, rinse it thoroughly, dry it and place it back on the system. The fse also instructed the technician to clean the lines, prime the wash 1 lines multiple times, and perform a dispense wash fluid and aspiration. The instrument is operating as intended. No further eval of the device is required.